Event description:
It was reported that the insulin pump was returned due to an unknown reason. The reporter did not know the blood glucose reading.

Manufacturer narrative:
The motor error alarmed during the rewind process due to a corroded motor home switch. The insulin pump was unable to perform the displacement test due to the motor error alarm. The insulin pump was also unable to perform functional testing due to the motor error alarm. The insulin pump was received with a minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and missing end cap sticker.